Event description:
It was reported by the rep that the (1) atw35 was used during a lavh procedure. It was reported that the instrument fired properly one time. The instrument was then fired across the broad ligament and became stuck to the uterus. There was no consequence to the patient. 07/23/1999 the case was completed with another device and all staples were retrieved.